Event description:
Ventilator will not pass oxygen (o2) calibration in device check. Manufacturer response for ventilator, vn500 (per site reporter): a device check was performed and o2 and air pressure supply came up blank. O2 calibration failed. I talked to the manufacturer representative and he wants me to send him the logs. I sent the logs to drager and their response was as follows: there are five entries - paramagnetic thermal oxygen (pato) sensor zeroing failed. - zeroing gas impure. - the zeroing valve is not switching. As a result patient gas is used for zeroing. - error in absolute pressure measurement. - the operating point of the pato chip heater is too imprecise during zeroing. This applies in particular to pato sensors with serial #'s older than arwn-0000. - pato printed circuit board (pcb) faulty. Possible remedies: - repeat zeroing with clean zeroing gas. - check function of zeroing valve. - check and ensure that absolute pressure measurement functions properly. - replace the pato sensor.I'm ordering a new pato sensor. Replaced pato sensor did all associated per manufacturer's specifications. Tested - passed. Put equipment back into service.